Manufacturer narrative:
Device evaluation during visual inspection it was noted that the inner lumen was completely detached from the outer catheter shaft with stretching evi dent along both lumens (photo 3-4). Visual inspection of the detached balloon was performed, and the detachment site occurred at approx. 13cm proximal form the distal tip. Biologics are visible inside the balloon material. The detachment on the outer catheter shaft occurred at approx. 117cm distal from the strain relief. The length of the stretched inner lumen was measured to be approx. 135.5cm in length. Visual inspection under a microscope shows the detachment site of the balloon with frayed edges and biologics within the balloon. The proximal marker band is also visible and intact. No damage is noted to the distal end of the balloon and the distal marker is visible and intact. Image review one photograph was received from the account. In the photograph the pacific plus product pouch is visible with the corresponding lot number 220909355 to this event. Above the pouch the detached portion of the balloon is noted but the image of the balloon is not very clear. Biologics are visible on the detached portion and appears to be placed on paperwork in vitro. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a pacific plus pta balloon with a 4fr non-medtronic sheath during treatment of a 120mm lesion in the patient¿s proximal left superficial femoral artery (sfa). Artery diameter reported as 5mm. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. IFU was followed and the device was prepped without issue. It is reported when pulling the device back the tip of the balloon broke off in the sheath. The detached portion was removed using iris scissors when removing the sheath from the patient. The procedure was abandoned. There is no patient injury reported.